Event description:
It was reported that during a review of the associated defibrillator egm printouts, noise was observed on the atrial lead. No patient symptoms were reported. The lead was tested during the associated defibrillator change out procedure and all values were normal. The lead remained in use. The patient was noted to be in good condition post the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.